Event description:
Patient with a icp sensor, an external ventricular derivation, and an lumbarderivation. Icp readings do not match those , which have been clamped (a difference of more than 15 mmhg between icp and the clamped evd/eld line) since insertion (B)(6), 2026) 1. CT scan to verify proper placement of the icp sensor: sensor is in place 2. Biomedical staff called; they see no issues other than the icp sensor, which may be malfunctioning 3. Icp sensor replaced: values return to normal.